Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that there was a pocket erosion for the subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode. It was noted that the culture for infection was negative. There was discussion around the patient possibly being allergic to titanium. Boston scientific technical services (ts) discussed testing the patient for the allergy. A procedure occurred where the system was extracted. No additional adverse patient effects were reported.